Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the black cable connected to the green lemo connector was split. To correct the customer's complaint the analysis site replaced the green cable. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the black cable has been split in several areas on the cable. No procedure or pt involvement was reported. The unit was returned for evaluation.